Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "the plastic part on the back of cassette came off and leaked". This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services (rts) advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.